Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a patient with a dreamstation st 30 device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The device has not yet been returned for investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a patient with a dreamstation st 30 device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. Despite multiple attempts by email to "(B)(6)" on (B)(6)2024, (B)(6)2025, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section h6 has been updated accordingly. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.